Manufacturer narrative:
The device was requested but has not been returned to the manufacturer and will be be returned to the manufacturer because the user reported discarding it. Neither the meter serial number nor test strip lot information was provided. The owner's guide and previous field returns were reviewed. There is no evidence the event was caused by improper labeling. There is no evidence the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially inaccurate reading. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The user reported he became unconscious six times this summer stating the kroger blood glucose monitoring system was measuring his blood-glucose too high and was not detecting his state of hypoglycemia. He reported having to go to the hospital during the sixth time. He has since thrown the meter out, therefore meter information, test strip lot information, and blood glucose measurements at the time of the incidents are not available. He reported readings being 120 mg/dl too high. Any treatment performed at the hospital was also not provided.